Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient, implanted with this implantable cardioverter defibrillator (ICD) has an infection and a rash. It is unknown at this time if the system will be explanted.